Manufacturer narrative:
Returned device was received in poor physical condition. The tank cover was cracked and there was wear and tear to the enclosure and line cord. The pcb and power switch is outdated. During the evaluation of the device, the cracked tank cover on the bottom was found to have caused the leaking. This was determined to be customer damage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the bottom of reservoir. There were no reported adverse events.